Event description:
It was reported there is damage to front and rear case. It was also reported there is physical damage and there a 5 screws missing. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and one control knob are broken. Analysis also found the battery release is contaminated. The ring cover, both bail covers, ring cover screw, three case screws, ring, both bails, and battery drawer o-ring are missing. Battery contacts are compressed, keyboard is scratched, and serial number label is damaged. (B)(4).